Manufacturer narrative:
Concomitant products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 37752, serial# (B)(4), product type recharger; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that shortly after the initial implant the stimulator on their right side slipped and the healthcare professional had to redo it because the patient couldn't find it with the programmer. The indication for use was spinal pain.

Event description:
It was reported that the patient¿s device had moved down a little in the pocket and the manufacturing representative adjusted accordingly.